Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a farawave nav catheter was selected for use with a bsc starter guidewire. Heparin was administered prior to the transeptal puncture, and the case was performed on uninterrupted anti coagulation. During the procedure, the catheter was placed into the left atrium. The catheter was put into a flower configuration with the guidewire out the left superior vein. The guidewire was then pulled back into the system with no issues. The guidewire was advanced into the right inferior vein. The physician then reported that the guidewire felt stuck. He tried to advance the guidewire without success. He then pulled the whole system back and was able to release the guidewire. He then pulled the catheter and the guidewire outside of the body. The guidewire seemed to have a very tiny amount of tissue entrapped around one of the coils at the distal tip of the guidewire. The activated clotting time (act) prior to the event was above 300. Intracardiac echocardiography (ice) and xray were used for visualization while the catheter and guidewire were inside the patient. The catheter and guidewire were replaced with similar devices, and the procedure was completed unremarkably.